Event description:
This issue occurred prior to the procedure. There was no image to the monitor when using certain video outputs, the intended procedure however was able to be completed. The scopes were able to be inserted into the port and there was no resistance. No abnormalities or damage was observed. The ancillary equipment used was compatible. The video system center and/or light source cable was connected properly. No foreign objects such as detergent remnants, hard water residue, finger grease, dust or lint were observed on the electrical contacts. There were no errors, alarms, alerts or warning messages displayed. The device was installed and set up properly. The settings on the device were unknown. The device will not be returned for repair.

Manufacturer narrative:
This supplemental report is being submitted to provide updates from customer response.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that a few of the output ports on the device cv-190 are not getting an image. The root cause of the reported issue was not identified. The device was not returned for evaluation. Probable cause of the failure could be due to malfunction of the driver element of the image board. Based on reported information, there is no abnormality such as bending in the connector pin, and various connections are also reported to be normal, therefore there is a possibility of the driver element of the image board malfunctioned. Based on the information reported that the image is not displayed at a specific output, it is inferred that the video output driver is in the final stages or the image output is failing however, it cannot be identified due to there is no specific image format information provided. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. The user site facility declined to return the device for repair/evaluation. If the subject device is returned for evaluation/investigation or additional significant information becomes available, this report will be supplemented.

Event description:
It was reported that a few of the output ports on the device cv-190 are not getting an image. There are no further details provided regarding the event. No patient involvement on this report.